Event description:
As part of a maquet custom pack, a quadrox ID was primed on pump and left in a "wet" primed condition for three weeks. During routine inspection, a "growth" was discovered on the quadrox oxygenator. The circuit was never exposed to a patient. Additional information revealed that the heater/cooler (non-maquet) used with the oxygenator was "prepared" for another patient and when support did not occur, it was returned to storage months prior to use with the maquet quadrox ID.

Manufacturer narrative:
Based upon information provided it is apparent that the primed oxygenator sat for weeks, allowing the potential for microbiological growth. The site also allowed a "primed" pump to sit for several months, then cleaned it per "routine" sop. It is unclear if the "routine" cleaning was/is effective if growth occurs within the equipment. Maquet is culturing the growth and will respond to the hospital following our analysis of the culture and of the oxygenator. A follow-up report will be submitted with the results of the investigation.